Event description:
I had essure device implanted in (B)(6) 2013, and had the confirmation test in (B)(6) 2013. I was (B)(6). Since then I have had increasing heavier periods and increasing lower abdominal and pelvic pain. I had not had any testing for symptoms to date, but will be soon as symptoms are getting more painful.